Manufacturer narrative:
(B)(4)

Event description:
It was reported that during the implant procedure, the right atrial exhibited unacceptable thresholds and high impedance. The lead was not used and a new lead was implanted. The patient's condition was stable.